Event description:
The device was returned to the service ctr for a report from the customer contact that the screen and handle are broken. This is not a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device powered up and alarmed with a s321 (motor error - pmc, left) malfunction alarm code.

Manufacturer narrative:
During testing, it was found the device alarmed with a s321 (motor error - pmc, left) and s421 (motor error - pmc, right) malfunction alarm codes. A visual inspection found the mr2 motor on channel a and b were loose and out of position. The probable cause of the s321 and s421 malfunction was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in an s321/s421 malfunction alarm code. Further testing confirmed the customer report of a broken screen and broken connectology (handle). The probable cause was due to physical damage. This report represents all the info known by the reporter upon query by hospira personnel.